Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that an image was not produced after connecting olympus, model 180 series endoscopes to the olympus, model cv-190, evis exera iii video system center. The problem, as reported to olympus, was identified prior to a procedure. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. No additional information was provided upon follow up. E1, e2, e3 - information has been requested but unknown at this time. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.